Event description:
The patient reported a skin reaction and the trial lead was removed on (B)(6) 2022. The patient's skin was burning and developed extensive blisters. The patient is doing much better and almost completely healed.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. A potential cause of skin irritation is placing the waa directly on the skin, but the clinician stated tegaderm/stayfix was between the waa antenna and the patient's skin. The implanting clinician believes the irritation was caused by the stayfix and/or the tegaderm, not the stimwave device. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no problem/fault found.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. A potential cause of skin irritation is placing the waa directly on the skin, but the clinician stated tegaderm/stayfix was between the waa antenna and the patient's skin. The implanting clinician believes the irritation was caused by the stayfix and/or the tegaderm, not the stimwave device. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported a skin reaction and the trial lead was removed on (B)(6) 2022. The patient's skin was burning and developed extensive blisters. The patient is doing much better and almost completely healed.